Event description:
It was reported that an implant was placed on (B)(6) 2024 at tooth site 36. Impressions were taken on (B)(6) 2024 for the realization of the crown without incidences. The next day, the patient attended the clinic reporting pain and inflammation in the gum caused by the manipulation done when placing the coping and a short healing abutment the day before. The abutment is replaced with a longer one and the patient does not feel pain when tightening. The implant was removed on (B)(6) 2025 due to non-integration.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided, d1: brand name unknown / not provided, d4: additional device information unknown / not provided, d9: device availability unknown / not provided, g4: premarket identification unknown / not provided, h4: device manufacturer date unknown / not provided. Since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted.